Event description:
The customer reported that the device did not operate when preparing for a varicose vein procedure. The procedure was finished using a new unit. During an in-office examination, we found that the motor seems to work but the wire does not spin. There was no patient contact, harm or injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. Visual inspection revealed some dried biomatter on the distal end of the dispersion wire. The dispersion wire appeared extended beyond its normal position and, upon gentle manipulation, was found to be fractured, confirming the complaint. Examination of the fracture site identified a rough break with no evidence of wire twisting. Although the presence of biomatter may be consistent with difficult patient anatomy, the fracture characteristics indicate the failure was not caused by anatomical conditions or use. Based on the investigation findings, the root cause was determined to be a material defect in the dispersion wire, which is supplied by an external supplier.